Manufacturer narrative:
Device evaluation of battery pack (B)(6) has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. Device evaluation of batteries (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery packs.

Event description:
A us distributor reported that a battery would not power on a monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code. A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for the failure was isolated to a shorted q2 transistor on the computer/analog pca. The root cause for the shorted q2 transistor could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of battery pack (B)(6) has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. Device evaluation of batteries (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery packs.